Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 2 patients tested on an accutrend plus meter with serial number (B)(4). Patient 1 was tested on the meter at 2:45 p.m. With a result 48 mg/dl. Approximately 5 minutes later, the patient was tested again on the meter with a result of lo (result <19 mg/dl). The patient was provided with orange juice and crackers which he consumed with no assistance. The patient had no symptoms of hypoglycemia at the time of these tests. He felt fine the entire time. On (B)(6) 2016 patient 2 (male) was tested on the meter at 4:00 p.m. And the result was lo (result <19 mg/dl). Approximately 8 minutes later, the patient was tested again and the result was 155 mg/dl. Approximately 7 minutes later a sample for the laboratory was drawn. The result from the laboratory was returned on (B)(6) 2016 and the result was 83 mg/dl. No treatment was provided to this patient and he felt fine. No adverse event occurred. Quality controls were run on the meter within 24 hours of both events and were acceptable. The same vial of test strips was used for all the tests performed on the 2 patients. The meter and test strips were requested for investigation. Replacements were sent.

Manufacturer narrative:
The customer returned the meter, test strips and quality controls. The returned meter showed a little contamination with human material. No other abnormalities were observed. The customer's test strips and retention test strips with the same lot number were measured with two edta blood samples on the customer's meter and a retention meter in comparison to another laboratory method ((B)(4)). The customer's control solutions (low and high) and retention control solutions ((B)(4) lot 600563/(B)(4) lot 600562) were also measured with the customer's test strips and retention strips in comparison to the customer's meter and the retention meter. The customer's material and retention material did not show any abnormalities. There are no significant differences to the reference method. All results were within range. A specific root cause could not be identified for this event. A mishandling or application failure has not been ruled out as a potential root cause.